Manufacturer narrative:
Initial.

Event description:
It was reported that the external charger for the ilet system stopped functioning and a replacement was arranged after confirmation of shipping details. Symptoms included no clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation of this case revealed a nonfunctioning charger consistent with a power supply failure, with no pump performance issues or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.